Event description:
Event description guidant received information that this left ventricular implantable lead had high thresholds and lead dislodgement two weeks post implant. The doctor was unable to reposition the lead. There were no adverse patient effects.